Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation was due to pain. Device evaluation:visual analysis of the returned device identified: weight to the spec, crease flat, deformation. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. During the analysis was observed deformation however not is a workmanship because the device was explanted. And it was received without its original sealed packaging. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported shape disfiguration on breast, pain, stiffness, implant becoming more apparent. The device was explanted. Right side.